Event description:
Boston scientific received information that the patient with this right ventricular lead and device experienced a ventricular tachycardia event at approximately 185 beats per minute that was accelerated by a burst of anti-tachycardia pacing (atp) in the vf zone at 212 bpm. A 21 joule shock successfully converted to a sinus rhythm. Satisfactory sensing was noted at least sensitive settings and therapy was not delayed. A further episode occurred approximately three hours later. Polymorphic ventricular tachycardia (vt) with seven consecutive undersensed beats were noted in the in initial portion of the arrhythmia. As the signals were very small and fine, therapy was delayed by ninety seconds. The device appropriately sensed the arrhythmia in the ventricular fibrillation (vf) zone and a 21 joule shock successful shock was delivered. The sensitivity was reprogrammed from least sensitive to nominal sensitivity. No further undersensing was observed. The patient was asymptomatic and experienced no adverse patient effects.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.